Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after the implant of the leadless implantable pulse generator (ipg) the patient experienced an arteriovenous fistula. An arteriovenous fistula repair was done. No further patient complications have been reported as a result of this event.